Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).

Manufacturer narrative:
PMA 510(k):_this product is not marketed in the u.s. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+2.0/096 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6)2016 the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved.